Manufacturer narrative:
The allegation the distal tip of the lead was fractured was not confirmed. Visual inspection of the lead showed instrumentation damage on the outer tubing consistent with explant damage. No fracture was observed. The returned lead passed continuity and resistance testing on all channels. The lead functioned as intended.

Event description:
Related manufacturer reference number:1627487-2021-18008. It was reported that during an elective explant procedure on (B)(6) 2021, the distal portion of the left l1 lead was fractured and could not be removed. It is unknown which lead was unable to be removed; therefore, both leads will be reported.